Event description:
A healthcare facility reported that a leak was observed at the connection between the chamber dome and water feedset tube of an mr290v vented autofeed humidification chamber during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4) method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) for inspection. It was visually inspected and connected to a water bag to test for leaks. Results: no physical damage was observed to the chamber dome and water feedset tube. Sufficient glue was also present around the dome and water feedset tube connection. No leak was noted when it was connected to a water bag. Conclusion: no fault was found with the returned chamber. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. The user instructions that accompany the mr290 autofeed humidification chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility reported that a leak was observed at the connection between the chamber dome and water feedset tube of an mr290v vented autofeed humidification chamber during use. No patient consequence was reported.